Event description:
The customer's mother reported that they are having trouble removing the battery cap. Customer stated that the battery cap was stripped out and they are unable to remove it. Customer's blood glucose was 145 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Pump was received with minor scratched display windows, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads, cracked pump belt clip slot and stripped battery cap coin slot.